Event description:
It was reported that the patient was unable to complete transmission with broadband kit. Upon further follow up, it was reported that the patient expired. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory. There is no allegation from a health care professional that death was device related. The cause of death is unknown and no further information is available at this time.